Event description:
Years of unexplained medical issues following breast augmentation on (B)(6) 2007 with allergan natrelle smooth silicone-filled implants. Numerous gastrointestinal issues (gas, bloating, pain, ibs); cystic acne caused by compromised immune system which led to permanent facial scarring; medicine for cystic acne (minocycline) led to 50% permanent hearing loss not corrected by hearing aids (cochlear) within 6 months of using medicine; severe muscle and joint pain throughout body which made it difficult to perform job and affected overall well-being, wounds / cuts that wouldn't heat and left permanent scarring; jaundiced skin under arms, on knees, chronic fatigue, insomnia, difficulty swallowing / choking, cough and dry mouth; yet chronic congestion, sores in nostrils / nose, red mask or pigment on face, depression and anxiety; numerous food allergies, chemical sensitivity to skin care, hair products, lotions, scents, cleaning products, essential oils, perfumes (rashes, hives, histamine intolerance); unusually dry skin that has left deep lines in arms and stomach; shortness of breath and difficulty breathing dizziness and falls, ringing in ears, raynaud's, numbness and tingling in arms and hands (overnight onset of carpel tunnel), unusually long periods in a boot due to numerous stress fractures in feet / ankles (over a period of years); inflammation and puffiness in face, blurred vision and need for glasses beginning day after augmentation, red, bloodshot, swollen eyes, reduced libido, unexplained gum recession as gums were healthy (severe recession) in need of numerous grafting procedures); elevated thyroid antibodies, lack of focus, memory issues, brain fog, leaky gut; symptoms of autoimmune disease (lupus and rheumatoid arthritis but test negative), withdrawn and recluse when normally outgoing, involved and active; unexplained weight loss, severe hormone imbalance, early menopause (period stopped in 40's), unexplained hematoma on wrist.